Manufacturer narrative:
Ventec performed an initial evaluation of the device but was unable to duplicate the reported unexpected loss of power. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec downloaded the device's electronic records for analysis and was able to confirm a prior instance of an abnormal power event; however, after extensive testing of the device ventec was continually unable to duplicate the reported unexpected loss of power. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.